Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
It was reported, the pt will wake up during the night with blood glucose greater than 400 mg/dl, and the pt will find that the infusion cannulas are bent. The pt did not require treatment from a health care professional or second party to address the issue. The infusion sets were requested for evaluation. No additional information was provided.